Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was oversensing on the right atrial (ra) channel when the ra lead was connected to the implantable cardioverter defibrillator (ICD). The ra lead was disconnected and reconnected, however the oversensing continued as the device was placed back in the pocket. A grommet/setscrew issue was suspected. The ra lead tested fine with the analyzer, however there were oversensing issues again when the lead was connected to a new device so a new lead was warranted. The device and lead were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.